Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently times out sooner than the 120 seconds that the screen time out was set to. At the time of the report with tandem technical support the touch screen was functioning as intended. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.